Event description:
It was reported that there was a suspected inflammatory mass at the catheter tip and as a result a MRI was to be done. The patient had gradual back pain beginning two months prior. The device system was used to deliver morphine. Additional information including the MRI results, if any interventions occurred or patient outcome were not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).